Manufacturer narrative:
Failure analysis noted that the pump was received with motor error alarm during rewind due to a corroded motor home switch. They were unable to perform the unexpected restart error test due to the motor error alarm. There was moisture damage at the electronic assembly. The pump had cracked case at lcd window corners and battery tube threads, scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and unexpected restart after taking a bath. The customer's blood glucose was unknown at the time of incident. The customer was unable to restart the pump. The insulin pump was returned for analysis.